Event description:
It was reported that the patient was admitted into hospital for a routine generator replacement. It was noted pre-operation that noise reversion, noise artifact with oversensing was observed on the atrial lead. The atrial lead was capped (B)(6) 2021 and replaced. The patient tolerated the procedure well and went home the same day in stable condition following several hours of continuous monitoring.